Event description:
It was reported that during procedure in nim emg tube after intubating and trying to inflate the cuff the tubes were leaking. The procedure was completed with backup product. There was no patient injury.

Manufacturer narrative:
H3: product analysis stated visually, there was liquid present inside the pilot balloon and on the outside diameter of the entire device when returned. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and the cuff immediately deflated with the liquid leaking from the cuff. For further analysis, a leak test was performed by submerging the entire device in water and to identify the location of the leak and bubbles (leakage) was observed on the proximal end of the cuff. Under magnification, there was a small puncture on the proximal end of the cuff adjacent to the blue ink traces. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating the cuff was tested and appeared intact. A 10ml syringe was used to inflate the balloon with ambient air. There was no difficulty in ot intubation in the first tube, which was performed under video laryngoscopy. Immediately, after the cuff was inflated, there was a leak (the cuff deflated and the patient was not ventilating effectively). In view of the above, we replaced the tube with another of larger caliber second tube. The cuff was inflated, providing effective ventilation. Surgical intervention began. During the surgery, there were changes in the tidal volume due to leakage in the cuff, requiring continuous inflation. Until the end of the intervention. There was no sign of obstruction observed.

Manufacturer narrative:
Additional codes were added based on the review of event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.